Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected jailed battery test alarm noted. Unit had intermittent button response and button error alarm due to corroded keypad traces. No frozen display, numbers ramping or bar moving noted. Unit had cracked case at display window corners broken belt clip slot and missing end cap sticker.

Event description:
The customer reported that the buttons got stuck, and the numbers were ramping up on the screen. The customer replaced the battery, and received a battery related alarm. The customer replaced it again, and received a button error alarm, followed by a frozen screen. Troubleshooting was performed, but the issues were not resolved. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.